Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# unknown, implanted: (B)(6) 2016, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having trouble/complications due to the pulse generator movement, not the leads per say. The therapeutic effect was generally not as good, and the patient had some acute pain at the ins that radiated down the right leg and up into the chest/under the right ribcage. The patient was not sleeping and the only medicine taken was ondansetron for gastrointestinal issues. The patient's stomach was screwed up which seemed to be as a result of the issues with the spinal cord stimulator (scs). The patient had an x-ray done and had the name of a manufacturer representative who had not gotten back to the patient. The patient also spoke to another rep but no one had done an scs implant there. It was noted that it took two hours for everyone to feel comfortable with performing an x-ray because nobody understood the appropriate protocols. They and the patient walked past an MRI room and the patient knew he could not do that. The patient had already tried increasing and decreasing the amplitude as well as pulse width and rate. The patient also had the device turned off for the for the past three days as of (B)(6) 2018 and had not slept in five days. When the patient's symptoms first began it was difficult to distinguish between their chronic pain and the new pain symptoms they were experiencing. Now it had become definitively clear to the patient that it was acute pain. It was noted that the pain had not subsided at all with the scs therapy turned off. It was also noted that the patient was (B)(6) tall and had lost over 100 pounds since implant. Regarding the x-ray results, the patient reported that it looked like you could see that the ins had rotated, but it was still right beneath the scar. It had rotated and the leads came out and now went towards the bellybutton and seemed to go up and over the ribs which was interesting because that was one of the places where the patient had the referred pain or discomfort, up into the ribs just under the ribcage and down the top of the leg. The patient could also feel a pulling sensation, but didn't know where it was coming from. In the patient's opinion, they would say one of the two anchors of the pulse generator was creating this. Either it was about to rupture, or it already had. The patient was redirected to follow-up with a healthcare professional and was provided with physician listings in the united states (us) as the patient may fly back to the us to have the issue resolved. The patient currently lived in (B)(6) and was implanted in (B)(6), but also had a home in the us. The patient had a pain management doctor in (B)(6), but the doctor was not trained with the scs and deferred to the patient to determine the next steps. The issue began in (B)(6) 2018, about eight weeks prior to (B)(6) 2018. It was noted that the patient's chronic pain stemmed from a two level cervical disc herniation from playing football, and the patient also had six shoulder surgeries as well. Additional information was received from the patient. The patient was in the us and went to the emergency room on the night of (B)(6) 2018. They didn't have appendicitis and the blood panel was normal. The patient was to see to physicians for follow-up appointments in the beginning of (B)(6), and was also planning to meet with one of them later on (B)(6) 2018. The physician suggested they call the manufacturer to see if a rep could also assist.